Event description:
As reported: "doctor was doing a surgery and the trocar got stuck in the oblique hole of the targeter. It was tough to get in but then got stuck. It wouldn't come out and delayed the finish of the surgery approximately 30 minutes. It took hitting the trocar with a hammer to get it out. Not sure if it is the button malfunctioning or warping of the jig. Physician had to keep patient on the table as the procedure was prolonged and made more difficult by the trocar not coming out. With the trocar stuck, it trapped a clamp between the trocar and the targeter.".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.